Event description:
It was reported that during a coronary artery stenting procedure, stent damage was discovered. The lesion being treated was 90% stenosed with no calcification and moderate tortuousity in the 1st diagonal branch of left anterior descending (1st cx lad). The lesion was pre-dilated with 10x2.0mm non bsc balloon. Then the physician attempted to cross the lesion with a 2.50x8mm taxus express2 stent, but was unable to cross the lesion. The physician noticed that there was stent damage (lifted up of the stent edge) had occurred. There were no patient complications and the procedure was completed with another of the same device.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this cis and the details of the complaint, this investigation will be assigned the most probably root cause classification of operational context.